Event description:
Healthcare professional reported left side rupture and exchange of implant due to patient's concern of the product. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings device on the anterior side assessed a surgical damage and one opening on the anterior side assessed as an unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the surface of the shell. White calcification observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and exchange of implant due to patient's concern of the product. Device has been explanted and replaced.